Manufacturer narrative:
H6: c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Engineering evaluation: evaluation of the returned device indicates the distal shaft is separated from the transition. There is damage/a kink present at the proximal end of the distal shaft. The endo, deployment line, and deployment knob were not returned. The reported failure mode of separated distal shaft from transition is consistent with the findings during engineering evaluation. Although resistance was reported to be felt during device withdrawal, the amount of force required is unknown, and thus, the root cause of the separated distal shaft from transition could not be established with the available information. There is evidence the device was manufactured through the bonding process as the braid pattern of the distal shaft is visible within the dual lumen at the bonding site. The damage/kink in the proximal distal shaft appears consistent with use of snare to retrieve the distal shaft as reported. However, neither the timing nor root cause can be established with the available information. Device photos: three device photos were submitted from the field in relation to the reported details and can be found attached within the complaint file. The photos are consistent with the information gathered during engineering evaluation of returned items. No further information was obtained from review of the images with regards to the reported failure modes.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2024, a patient was to be implanted with gore® viabahn® endoprosthesis with heparin bioactive surface to treat recurrent stenosis of brachial artery (viabahn device). After the deployment of viabahn device, the distal tip of the catheter was broken about 10cm inside the patient's body. Then snare was used to clip the tip out of the body without causing any damage to the patient. The endoprosthesis was pulled and displaced during the removal of the tip. Another stent will be implanted during the next balloon dilation surgery. The patient tolerated the procedure. The physician commented that there was no abnormal tortuosity and calcification.